Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The analysis was performed on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within specifications. A review of calibration signals and quality control data confirmed that all results were within expected ranges. The reported false positive result was attributed to a single sample-specific discrepancy, which is covered by the assay's specificity claim. It was noted that results are only rated as positive after duplicate retesting and confirmation testing, as outlined in the product's method sheet. The device remained in operation at the customer site.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The initial sample was tested on (B)(6) 2025, yielding results of 71.3 coi (reactive) at 09:46 am and 70.4 coi (reactive) at 10:57 am. Testing of the same sample at another laboratory using abbott's architect assay produced a result of 0.28 (negative). Polymerase chain reaction (pcr) testing was also negative. On (B)(6) 2025, a new blood sample was collected from the same patient and tested with a new hcv reagent. The results were 70.9 coi (reactive) and 72.5 coi (reactive) after decanting and recentrifugation.